Event description:
Info received indicates, the head hi/low function is slowly drifting down.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.